Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed loss of capture and loss of sensing. X-ray revealed lead dislodgement. The lead was successfully repositioned.